Event description:
Procedure type: esophagus. According to the reporter: the instrument did not staple properly causing an anastomotic leakage. A new instrument was used to complete the procedure. No pt injury was reported. No further pt and procedure details could be obtained.